Event description:
Onyx was placed in the aneurysm and the physician planned to place the subject device in the parent vessel. Was unable to push the stent forward from the microdelivery catheter with the aid of the stabilizer because the subject jammed on the guidewire and theinternal carotid artery developed spasm. Withdrew the transend .014" 300 cm guidewire and used force to push the stent forward in the system. The pressurized flush did not appear to be functioning through the stabilizer, which is recommended. The pt was reported to be in poor condition.